Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal fully covered stent was to be used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. During preparation, straight out of the packaging, the tip of the device came off. The device was not used and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the tip was detached and was not returned for evaluation. The outer sheath was found to be accordioned at the clear outer sheath and the blue outer sheath. Microscopic examination of the distal inner shaft showed that the tip was roughened and that adhesive was present along the length of the distal part of the inner shaft. Fracture lines were found in the glue that may suggest that some glue may have fallen off or remained attached to the tip when it detached. Device analysis determined that the condition of the returned device was consistent with the complaint incident that the tip of the delivery system detached. Although it was reported that the failure occurred during preparation and the device was not used during the procedure, the damage to the outer sheath discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal fully covered stent was to be used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. During preparation, straight out of the packaging, the tip of the device came off. The device was not used and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.